Event description:
Various problems after breast implant surgery, I have had the natrelle trf textured implants put in on (B)(6) 2016 and around a year later up to the present day have had a huge range of symptoms including swelling of one side of my breasts and lumps under my armpits as well as feeling overall unwell. FDA safety report ID# (B)(4).